Event description:
It was reported by the customer that a pyxis medstation es system cubies was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There was reported no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2-1 auxiliary cubie d3 was failed. A field service engineer cleaned the cubie and reseated the pyxibus cable at the drawer board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.